Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial#: (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 02-nov-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving morphine (10 mg/ml at .048 mg/day) and bupivacaine (10 mg/ml at .048 mg/day) via an implantable pump for non-malignant pain. It was reported that the patient had an occluded catheter and withdrawal symptoms so the healthcare provider (hcp) replaced the catheter today. They did a back table of the old pump since they were changing the concentration from 20 to 10 mg/ml. They were able to safely get the 20 mg/ml out of the pump and the patient was now getting 10mg/ml at a lower rate. The company representative (rep) also asked if they are able to overfill a pump; technical services reviewed that they could but it is not recommended to. The issue was resolved. Additional information was received from the rep on 2021-03-11 who reported that the patient's weight and the cause of the occluded catheter were unknown. They could not aspirate through the catheter access port. The patient's symptom of withdrawal was resolved. The status of the catheter was unknown.